Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Troubleshooting with tandem technical support indicated cartridge was over filled. Caller was advised to fill at or under 300 units to ensure cartridge is not overfilled. There was no adverse impact to the customer¿s blood glucose level.